Event description:
Reference number (B)(4). Event occurred in the united states. It was reported by the patient's infusion set was leaking under site. The blood glucose level of the patient was 280 mg/dl. No further information was available.